Manufacturer narrative:
The lot number of the device was received. The device history records and manufacture date will be reviewed as part of ongoing investigation. The device was received, the investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the instrument is chipped on the threads. No harm to patient or surgery delay was reported.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the end of the impactor is chipped (thread). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Visual examination: a damaged thread can be confirmed. Also some dents and scratches are visible on the rod of the impactor. The root cause was identified in the material combination: the thread should be manufactured with a hardened material. New prototypes were manufactured with hardened stainless steel. Functional tests were successfully performed; the new hardenable material addresses the issue and fulfills the requirements: no thread deformation and no fretting between instrument and trial shell resp. Implant shell occurred after several assembly and disassembly procedures. Therefore a new design change for the straight impactor was implemented: update of material specifications of the thread, from non hardenable to hardenable stainless steel. To confirm that the applied changes ensure the functionality of the instrument, comparable devices were analyzed: comparable products show that using the new material for the manufacturing of the allofit straight impactor improves the performance of the instruments. The initial aim of decreasing wear produced during assembling and disassembling of shells on the impactor is achieved through this measure. Therefore the implemented actions are considered as effective. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).